Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was done for power error detected. The customer stated that her pump battery died and when she replaced the battery the next morning she received the power error detected. The pump is operating on the aa battery only. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump had unexpected pump errors after monitoring for several minutes and high sleep current measurement. The internal battery connector was found not properly connected. Connected the internal battery, then the insulin pump was monitored for 24 hours with no unexpected pump errors noted during testing. Also the sleep current measurement is within specifications. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.